Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the wearable. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, it was reported that the patient was shopping at kroger, the patient¿s cgm was reading 330 mg/dl. No bg meter reading was taken at this time. The patient was feeling weak and confused. The cashier called ems. Once ems arrived, the patient¿s cgm was reading 330 mg/dl, and the bg meter was reading 41 mg/dl. Ems tried to administer IV glucose to the patient, but they could not find a vein. Therefore, ems treated the patient with a glucose tablet and glucose gel. The patient refused to be taken to the ER. Ems stayed with the patient for approximately 1-2 hours and released him to his daughter (for her to drive him home) when his bg meter reading was 60 mg/dl. The patient was at home and doing well at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid when paramedic checked the patient after providing medication. No additional patient or event information is available.